Manufacturer narrative:
The investigation of the reported failure with the turbine has been completed. Simulated use testing of the returned turbine module has reproduced the reported issue. Investigation performed by our contract manufacturer concluded that the cause was related to a broken wire inside the turbine motor. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators for covid-19 treatment. The production process of the turbine has been revised to ensure that this will not happen again. The improved turbine has been implemented in the production line of new servo-air devices and as spare part. The servo-air device involved in this complaint was manufactured before the improved turbine was implemented.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported, that the ventilator generated a technical error code indicating turbine module failure. There was no patient harm. Manufacturer ref. #: (B)(4).